Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. It was also noted that blood was in/on the helix/lobe mechanism.

Event description:
It was reported that after the right atrium (ra) lead was implanted, a satisfactory pacing and sensing threshold could not be measured. The physician decided to try at other position but it took greater than thirty turns to retract the helix so the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.